Event description:
During routine testing of the device, a "bridge test failed" message was observed. There was no indication from the complainant that the device was in use on a patient at the time of the reported malfunction.